Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the dyonics control unit pump was out of adjustment, and the flow was strong. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no defects. A functional evaluation was performed on the returned device and found the equipment had out-of-specification pressure measurements. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. Based on this investigation, the need for corrective action is not indicated.